Event description:
It was reported that patient presented with a right atrial lead that exhibited low pacing impedance and noise over-sensing which resulted in inappropriate mode switch. The lead was capped and replaced on (B)(6) 2025. Patient was stable.

Manufacturer narrative:
Further information was requested but not received.